Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The hydros robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the hydros robotic system generated multiple occurrences of e910, e911, e912, and e916 during aquablation therapy. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual, um0401-00 rev d was reviewed and states the following: 4.2.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: o bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The hydros robotic system's user manual lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and labeling, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during insertion of the hydros handpiece into the patient, the treating surgeon lost sight of the hydros handpiece on ultrasound; however, he continued to advance the hydros handpiece past the bladder neck outlet and through the bladder, perforating the bladder. It was reported that the perforation remained contained to the bladder. The treating surgeon decided to abort treatment due to the bladder perforation. The treating surgeon catheterized the patient and kept him hospitalized overnight. The patient has been discharged and remains catheterized. It was reported that aquablation therapy will be re-evaluated for the patient in the coming weeks. No malfunction of the hydros robotic system was reported.